Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined. A lot number was not provided. Without a lot number a device history lot review cannot be performed. E1: (B)(6). D4: (B)(4).

Event description:
The event involved a primary y-type blood set, 200 micron filter, secure lock, 80 inch. The problem was: the drip chamber, which contains the filter for the transfusion tubing, burst when the nurse was handling it near the end of the blood transfusion, and the blood "exploded" on the nurse. The nurse was using the tube for a blood transfusion. She was near the end and wanted to get all the blood out of the bag in the room, so she gave it a little pressure, and it burst. Blood spilled everywhere. No defects were noticed before using the product. There was patient involvement and no patient harm.

Manufacturer narrative:
One (1) photo provided for evaluation; three (3) photos provided; one (1) photo confirms the complaint of drip chamber burst. No 142059290 samples were provided for evaluation. The reported complaint can be confirmed from the photos provided. The probable cause could not be determined without the return of the failed product.